Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock and inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of supraventricular tachycardia (svt) rhythm. Programming changes were made. There were no patient consequences.